Event description:
It was reported that the customer had a blood glucose level of 530 mg/dl. The customer received a button error alarm from his insulin pump. Standard troubleshooting was performed. It was discovered that the customer had been out all day in the rain while wearing his insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. Unable to perform occlusion and excessive no delivery tests due to prime fill anomaly. The insulin pump has intermittent buttons due to corroded keypad traces. No button error alarm. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed basic occlusion and displacement tests. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).